Manufacturer narrative:
Issue could not be replicated. Staff tag replaced as the previous tag was non-functional.

Event description:
The customer reported that on august 20, 2024, an unknown centrak locating badge (third party) shows up in the room even though no one was in the patient¿s room, and that the locating system cleared out a nurse call bed exit alert call. The patient exited the bed and fell sustaining a ¿mildly displaced left wrist fracture. The customer confirmed that no operative treatment was required, and a futuro brace was applied to the patient¿s wrist. No additional intervention was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The voalte® nurse call system provides a comprehensive communication and information system that places patient calls, staff calls, and emergency calls. The system can interface with other hospital communication and information-management systems to provide staff communications, patient data-management reports, and provide secondary notification of essential calls. Voalte nurse call system is suitable for use in all healthcare environments. When a bed is used in conjunction with voalte nurse call, the bed¿s exit alert notification, in addition to alerting at the bedside, is routed to designated communication devices (nurse console, patient station, dome light, mobile phone, etc.) And provides a visual and/or audible event alert notification at the designated device. The voalte nurse call instructions for use notes ¿the nurse call system is designed to be used only as a secondary alarm system for bed exit alarms. It should never be used as the primary bed exit alarm system. Voalte® nurse call integrates with centrak rtls (real-time locating system) to support enhanced functionality which includes a staff locating feature. The centrak system uses infrared technology to recognize a caregiver's centrak locating badge when the caregiver is present in a room/location, thus designating the caregiver to be present in the room with the patient. Nurse call¿s patient safety advanced feature works in conjunction with the located badge to allow locating badges with appropriate privileges (customer assigned) to automatically suppress patient safety alerts, such as bed exit, while the caregiver is recognized (located) as being in the patient¿s room. Once the caregiver is no longer located in the room the alerts automatically reengage. Of note, the nurse call locating instructions for use states these features rely on the underlying rtls system to generate timely and accurate data to drive these features. Troubleshooting performed by a baxter technical support technician found that a caregiver¿s badge was stuck (continually located) in the associated room. The baxter technician performed a reboot of the room, in the nurse call system, and the issue was resolved. Additionally, it is noted that remediation was performed among baxter and centrax and no issues were found with the locating infrastructure or its functionality. Additionally, at the time of the event, baxter/centrak was not able to determine the true location of the locating badge used by the caregiver associated with this event. However, it was determined that the associated badge was not properly functioning. The centrak engineer was unable to explain the anomaly and attributed it to issues with the tag itself. In this event, the patient was reported to have fallen and sustained a mildly displaced fractured wrist. The wrist required immobilization with a brace. An immobilization brace is often used to prevent further injury to the associated area and its surrounding muscles and tendons, ease pain, and support healing. Based on the details provided, the patient required intervention to preclude permanent impairment or damage to a body structure via immobilization of the wrist (brace), therefore it can be concluded that a serious injury occurred. The cause of the fall is attributed to the bed exit alert being suppressed due to prolonged recognition of a caregiver¿s badge as showing located/present in the patient¿s room (stuck). Thus the bed exit would not enunciate (due to suppression) at the bedside and did not route the alert to the nurse call main console due to the locating system identifying a caregiver (caregiver¿s locating badge) in the patient¿s room. The ultimate cause of the stuck badge is unknown, as the investigation (baxter and centrak) is ongoing, however, the initial inspection indicates an unknown failure of the third-party centrak badge. If any additional relevant details are received the complaint will be addressed accordingly

Event description:
The customer reported that on (B)(6) 2024, an unknown centrak locating badge (third party) shows up in the room even though no one was in the patient¿s room, and that the locating system cleared out a nurse call bed exit alert call. The patient exited the bed and fell sustaining a ¿mildly displaced left wrist fracture. The customer confirmed that no operative treatment was required, and a futuro brace was applied to the patient¿s wrist. No additional intervention was reported.this report was filed in our complaint handling system as complaint (B)(4).